Event description:
Additional information was received that the cause of the alarm was unknown. The mobile power unit (mpi) has v-lock connector on the ac power cord as it was a recent purchase. The ac power cord did not come loose at the wall outlet or the back of the unit. The mpu was removed from service and was unclear if it would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that despite changing batteries on the mobile power unit (mpu), a yellow wrench symbol stayed on during self-test. Additionally, when the device was unplugged, the unit stays on for a few minuted before turning off completely.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery symbol remaining active was confirmed via evaluation of the returned heartmate mobile power unit (mpu) (serial number (B)(6)) at the service depot. The mpu was connected to ac power, and the reported issue was reproduced, the battery indicator light illuminated. The unit was disassembled and the issue was traced to the alarm battery cable not being fully connected to the main printed circuit board assembly (pcba). After reconnecting the cable, the battery indicator light cleared. The customer was provided a new warranty replacement, the returned mpu was planned to be scrapped. A manufacturing analysis task was opened to further investigate the alarm battery cable not being fully connected to the main pcba. The root cause was determined to be manufacturing related as the battery alarm cable may not have been fully attached during assembly. An awareness training was conducted for all manufacturing personnel trained to mpu assembly. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. D) and heartmate 3 patient handbook (rev. A) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including the yellow mpu battery indicator alarm. The IFU instructs to promptly switch to two fully charged heartmate 14 volt lithium ion batteries and to replace the mpu batteries. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.